Event description:
Synthes (B)(4) reported an event in the (B)(6) as follows: it was reported that the drill bit has broken when during assembly to the power tool. The event occurred during a surgical procedure; however, the assembly task resulting in the broken drill bit did not occur near the patient. There was no harm to the patient or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Additional device product codes¿ gfa, gff and hsz. USA part number for the same device is 310.11. Device is an instrument and is not implanted/explanted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was preformed: the measurable dimensions of the broken drill bits were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The investigation of the complained article shows that the tip of the drill bit is broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit which require extra caution during use. Please note; blunt drill bits require more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. No product fault could be detected. DHR review ¿ manufacturing location: (B)(4). Legal manufacturer: external supplier (B)(4). Manufacturing date: 20.mar.2009. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.